Event description:
The customer reported via phone call that the insulin pump alarmed failed battery thrice. The customer stated that he was able to clear the alarms, but the insulin pump continued to alarm even after battery replacements. The customer's blood glucose was 150 mg/dl. The customer stated that the battery cap was cracked from left to right. The customer was advised that a replacement battery cap would be sent. He was advised to monitor the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan until the replacement battery cap arrived.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.